Manufacturer narrative:
The reported event for failure to advance the guidewire/stylet was confirmed. Visual inspection of the lead found guidewire ptfe coating at the tip of the lead and the inner coil, 15.7 cm from the connector boot. The cause of the reported event was due to guidewire ptfe coating in the inner coil of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the operation, the guidewire couldn't be inserted into the left ventricular lead completely. The lead was not used and another lead was used to complete the operation. There were no adverse consequences to the patient.